Event description:
It was reported during a lap hernia procedure, the instrument jammed while being used. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and a double fed incident occurred causing two malformed clips. The following 5 firings caused clips with gap. Upon the seventh firing a double fed incident occurred and the cam broke. The final firing caused one ejected clip due to the cam condition. Corrective actions have been initiated to address the root cause of the found incidents. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.